Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery, noted to be a very challenging trifurcation. The physician was ballooning and stenting, there were three wires, a balloon catheter and a 3.00 x 16 synergy ii drug-eluting stent were in the 6f guide catheter. It was noted the shaft broke on the stent delivery system and it was removed from the patient. The procedure was successfully completed with another synergy stent. It was reported there were no complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at 1186mm proximal to the distal end of the tip. The manifold containing the specific catheter lot number was detached and was not returned for analysis. Multiple hypotube kinks were noted. An examination of the shaft polymer extrusion revealed a midshaft kink at 19mm proximal to the proximal end of the midshaft bond. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery, noted to be a very challenging trifurcation. The physician was ballooning and stenting, there were three wires, a balloon catheter and a 3.00 x 16 synergy ii drug-eluting stent were in the 6f guide catheter. It was noted the shaft broke on the stent delivery system and it was removed from the patient. The procedure was successfully completed with another synergy stent. It was reported there were no complications and the patient was fine.